Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the motor did not turn as it was corroded. Also the resistance value of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range. An o-ring was also found to be missing and the buttons were not functioning. The motor, motor cable and the hand control set were replaced, the device was modified, and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. He corroded motor has a tendency to stick and not turn. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set and the motor cable. The missing o-ring can be attributed to user mishandling of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/08/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the device had an article defect.